Manufacturer narrative:
H3. The returned pump device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis determined the pump reached its elective replacement indicator (eri) based on time progression, as expected. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Analysis identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving bu pivacaine (30mg/ml at unknown dosage) via an implantable infusion pump for unknown indications for use. It was reported that the patient was having a normal elective replacement indication (eri) replacement (B)(6) 2026 that turned into partially replacing the catheter and replacing the pump. It was unknown if there were any environmental, external, or patient factors causal or contributory with respect to the issue as the patient was there for normal eri with no complaints. It was reported that upon opening the pocket, it was discovered that the catheter was loosely attached to the pump and there was a white substance collected on the portion of the pump where the catheter connects. It was also discovered that the pump was warped and appeared mis-shaped. The entire pump segment of the catheter and 6cm of the tip segment were removed. A new pump segment was connected to the remaining tip segment. Pump customer services was called to discuss how to safely enter this information into the new pump. The pump was replaced with the new pump. The issue was resolved at the time of the report and the pump and catheter segment would be returned to the manufacturer.